Event description:
It was reported that a customer experienced a problem with their pump as the battery would not charge. There was no reported impact on the customer¿s blood glucose level. Despite efforts to resolve the issue by using various charging cables and wall adapters, the problem persisted, leading to the decision to replace the pump. The customer was advised to let the battery fully deplete before returning it, and arrangements were made for the return and shipment of a replacement pump. The customer chose not to disclose their backup insulin therapy plan during this process.